Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a cryoablation interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 14f sheath and the cryoablation procedure was completed. Reportedly post procedure, the suture of the first prostyle broke during knot advancement. The second suture was used to achieve hemostasis. No additional device was placed. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.